Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The customer reports that they borrowed a loaner set and used general instruction for sterilization (270f - exposure time 4 minutes - pevac cycle), rather than instructions specific to this set (270f - exposure time 15 minutes-pevac cycle). The customer reports there was no pt contact with the instrumentation, the containment box was on the sterile back table.